Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) occurred. Critical ram parity error was logged on (B)(4)-2011 in address "1e eb". Por severity is considered low as device should be able to fully recover after reset. Diagnostic information is consistent with reported event.

Event description:
It was reported that the device had a power on reset and lost all of the diagnostic data. The device remains in use. No patient complications were reported as a result of this event.